Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient was hospitalized due to diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, nausea, vomiting and a headache. Patient was treated with insulin while in the hospital.